Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis instructions for use warn: the blade has been designed to meet the international safety standard (B)(4) based on an intermittent operation of 15 second on/off intervals. For activation times of longer duration and under certain fault conditions, the blade sheath may become hot. To prevent burn injury, avoid direct tissue contact with the blade sheath or take preventative measures to protect tissue that comes in contact with the sheath. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade should not be in contact with the patient, drapes or flammable materials while not in use. During and following activation in tissue, the instrument blade may become hot. Avoid unintended blade contact with tissue, drapes, surgical gowns, or other unintended sites after activation.

Event description:
It was reported that during a coronary artery bypass graft, the device was used on the blood vessel and was not used with hand switch adaptor. When the device was not used, the device was in the pocket of surgical drape on the patient's body. Then, it was found that the back of the patient's hand was burned about 3mm. The burned tissue was resected and the incision was sutured during the operation. The burn was not examined by the dermatologist. The ointment was not used for the treatment of the burn. The incision was protected with the tape. Additional information: there were no anomaly with the function of the device before this event. The pocket of surgical drape was just above the patient's hand. The subcutaneous fat was exposed due to the burn. The patient's condition is good and the suture will retrieved in a few days. The doctor commented that the burn might be caused by pushing the foot switch inadvertently. Device discarded.